Manufacturer narrative:
An event of heart block, movement disorder, fatigue, dyspnea post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that during the procedure, the valve was able to be implanted successfully at a depth of 4.5mm on the non-coronary cusp (ncc). Post-procedure, the patient was re-admitted to the hospital with complaints of dizziness, shortness of breath and lethargy with a third-degree heart block. Based on available information, the reported heart block appears to be related to patient conditions. The reported movement disorder, fatigue, dyspnea could not be determined. It is possible due to patient's condition; however, this cannot be confirmed. The reported hospitalization, and surgical intervention were a result of case-specific circumstances as patient returned to the hospital, and permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 1721; codes added: health effect-clinical code: 1816,1849,4412,4444.

Event description:
Subsequent to the previously filed report additional information was received: on (B)(6) 2025, the patient was re-admitted to the hospital with complaints of dizziness, shortness of breath and lethargy with a third-degree heart block. On (B)(6) 2025, a permanent pacemaker was implanted. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. On the following day, the patient was discharged with no complications. On (B)(6) 2025, the patient was re-admitted to the hospital for an unspecified reason. On (B)(6) 2025, a permanent pacemaker was implanted. The patient was stable.